Event description:
It was reported that the proximal part of balloon was fractured. The severely stenosed target lesion was located in the coronary artery. A stingray lp catheter was selected for use. During the procedure, it was noted that the proximal part of balloon became fractured and did not reach the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that the proximal part of balloon was fractured. The severely stenosed target lesion was located in the coronary artery. A stingray lp catheter was selected for use. During the procedure, it was noted that the proximal part of balloon became fractured and did not reach the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Returned product consisted of the stingray lp balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. Contrast was present in the inflation lumen and balloon and blood in the guidewire lumen. Inspection of the device revealed numerous kinks throughout the shaft of the device; however, there was no separation or the device. Inspection of the device presented no other damage or irregularities.